Event description:
The pt underwent a bilateral mastectomy on (B)(6) 2010 with a single stage, bilateral breast reconstruction using veritas collagen matrix. The pt developed an infection in the left breast which was cultured and was positive for pseudomonas. The pt had one drain placed in each breast in the axilla position for an unspecified number of days after the initial surgery. The pt experienced wound separation due to the infection and the veritas collagen matrix was removed. The pt was given oral antibiotics both pre-operatively and post-operatively.

Manufacturer narrative:
No product was returned for eval. The lot number is unk, so it was not possible to review the device history record.